Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 03-dec-2025 against "lot number 6013137 and similar malfunction code(s): occlusion (source/cause cannot be identified, only use when a specific malfunction cannot be determined). No t/s (troubleshoot), inconclusive t/s, or partial t/s done, refer to cannot be determined. No escalation required occlusion issues-cannot be determined. The review confirmed that lot 6013137 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 03-dec-2025 against "lot number" criteria equal 6013137 and similar malfunction codes: occlusion (source/cause cannot be identified, only use when a specific malfunction cannot be determined). No t/s, inconclusive t/s, or partial t/s done, refer to cannot be determined. No escalation required, occlusion issues-cannot be determined. The count of complaint is 2. The complaint numbers are (B)(4). Device history record (DHR) review: the lot 6013137 was manufactured according to the work instruction (wi) version 101 and manufactured in the multivac 14 on 02-may-2025, with a total of 30, 000 units. Review of the DHR showed that during the final inspection outgoing, test num 8: a sample was found with the needle bent. According to the sampling plan performed the lot was released. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: the welding lot 5d04855 was assembled according to the wi version 34 and manufactured on 30-apr-2025, with a total of (B)(4) units. The welding lot 5e00514 was assembled according to the wi version 34 and manufactured on 02-may-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing of tubing of the lot 5c00901 was manufactured according to the wi version 67 and manufactured in the machine sc08, on 25-apr-2025, with a total of (B)(4) units. Gluing of tubing of the lot 5d01162 was manufactured according to the wi version 67 and manufactured in the machine sc05, sc06, on 25-apr-2025, with a total of (B)(4) units. Gluing of tubing of the lot 5c00903 was manufactured according to the wi version 67 and manufactured in the machine sc08, on 29-apr-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing of connector of the lot 5d04877 was manufactured according to the wi version 39 and manufactured in the line 03, on 30-apr-2025, with a total of (B)(4) units. Gluing of connector of the lot 5e01644 was manufactured according to the wi version 39 and manufactured in the line 03, on 13-may-2025, with a total of (B)(4) units. Gluing of connector of the lot 5d02709 was manufactured according to the wi version 39 and manufactured in the line 03, on 13-may-2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi- guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Wi- guidance for functional testing for complaints area version 2: all 3 samples tested passed functional testing for the reported malfunction code occlusion (source/cause cannot be identified, only use when a specific malfunction cannot be determined). No t/s, inconclusive t/s, or partial t/s done, refer to cannot be determined. No escalation required. All test results were within specification as documented in the test report (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following. A comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6013137 and related malfunction codes. Two complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to insulin flow blocked leading to hyperglycemia. The blood glucose level was 500mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. The length of hospitalization was 3.5-4 hours. The patient also had life threatening amount of ketones. No further information available.